Event description:
This letter is to inform you of an event that occurred at (B)(6) hospital located in huntsville, ontario, canada on (B)(6) 2014 in which a patient was struck in the head by a falling medical device. A ge healthcare service engineer was at the site to service 4 welch allyn vital signs monitors 300 series within the chemo and infusion clinic. While removing the third monitor from the wall mounted bracket, the handle slipped from the service engineer's grip and fell, with the monitor striking a patient on top of the head, resulting in a cut and swelling. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).